Event description:
(B)(4). From the day I had the device placed I had problems with bleeding and mood swings. I bled for 9 months straight. I have a complete loss of libido, depression, hair loss, bloating, weight gain, anxiety, and abdominal pain (upper and lower). Feels like being stabbed repeatedly.